Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the ifs, allowing insulin to come through both the original cartridge and the new ifs. They successfully loaded the cartridge onto the pump, and no further assistance was required from technical support.